Event description:
Complainant alleged that the medics were treating a pt, who was in cardiac arrest. The medics applied stat pads multi-function electrodes (part number 89004000) to the pt, but the device screen displayed a "check pads" message and dash lines. The medics checked all connections, and rechecked all connections, but the device continued to display the same message. The medics then attempted to shock the pt with the device in manual mode, but the device again displayed the "check pads" message. The medics then connected another non-zoll defibrillator to the pt, and the pt was administered thre shocks via this unit's paddles. The pt then presented a non shockable heart rhythm, and the medic then applied another set of electrodes to the pt. At this point the pt presented a shockable heart rhythm, and the medics were able to shock the pt four times with the zoll defibrillator. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt has been down three to four minutes upon the medics arrival. The medics also indicated that they were able to administer shocks to the pt within six minutes of the pt being down. The complainant indicated that the used pads would not be returned to zoll for eval, as they were inadvertently discarded subsequent to the event. In addition, the complainant was unable to provided the lot number of the used electrodes. The complainant indicated that the defibrillator used in the event would not be returned to zoll for eval, as the device has passed all testing and has been returned to service. There have been no additional malfunctions reported with this device.